Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause of the reported infection could not be determined. Additionally, a direct correlation between heartmate 3 lvas and the reported bleeding and tachycardia could not be conclusively established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2016. The hm3 lvas IFU lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major infection that was device related. The patient experienced shivering and abdominal pain with a temperature of about 38 degrees celsius on (B)(6) 2018. The was also sanious secretion at this time and tachycardia. The patient had a white blood cell count of 15.7 x 10^9 cells/liter and high-sensitivity c-reactive protein (hs-crp) of 217.1 milligrams/liter. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was given cefuroxime from (B)(6) to (B)(6) 2018, and amoxicillin from (B)(6) 2018 to (B)(6) 2018. The event reportedly resolved on (B)(6) 2018.